Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Please note the initial regulatory report for this reportable complaint was timely submitted on (B)(4) 2011, under manufacturing report number 2649622000-2011-09678; however, the incorrect suspect medical device was reflected and as a result the report required redaction (which was completed on (B)(4) 2012). Accordingly, this report should be regarded for this reportable complaint.

Event description:
It was reported that the caller was able to get to the ventricular high rate detail screen for two episodes; however, when she clicked on the ECG icon to view the marker channel and egm data, all she got was a blank black screen. The caller also said there was an atrial lead warning and wondered if that had anything to do with it. The caller said the lead was programmed to unipolar pacing in 2008 and the lead impedance "has been holding steady around 250 ohms" and that "both the physician and the patient know about the lead." It was later reported that there were again no ventricular egms available for episodes; however, the information was viewable via save to disk. Also there continued to be an atrial lead warning for low impedance paces. The lead and device remain in use. No patient complications have been reported as a result of this event.